Manufacturer narrative:
Product complaint (B)(4). Updated sections on this report. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization of the right posterior communicating artery aneurysm of the internal carotid artery, a 3x6 og cmplx xtrasoft coil (640cx0306, 30355736) failed to detach. The physician withdrew the problem coil outside of the patient and changed it for another new coil to complete the procedure. There was no patient injury reported. A manufacturing record evaluation was performed for the finished device 30355736 number, and no non-conformances related to the reported complaint condition were identified. A non-sterile unit og cmplx xtrasoft coil 3x6 was received inside of a pouch. The device was inspected, no damages could be noted on it. The embolic coil was inspected under microscope and it was found saturated with residues of dry blood, no damages could be noted on it. The og helical xtrsoft coil 2x4 was flushed using a lab sample cnv syringe 635-002, the device was purging on the blue zone; after that the pressure gauge was increased to the green zone and the coil was detached without any difficulty. The complaint reported by the customer ¿coil - failure to detach¿ was not confirmed, during the functional test the coil was detached successfully from the device. The residues of dry blood noted on the device may be related to an insufficient flushing during the procedure, however, this could not be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the customer could be related to the manufacturing process. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a coil embolization of the right posterior communicating artery aneurysm of the internal carotid artery, a 3x6 og cmplx xtrasoft coil (640cx0306, 30355736) failed to detach. The physician withdrew the problem coil outside of the patient and changed it for another new coil to complete the procedure. There was no patient injury reported.